Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch select simple meter read inaccurately high compared to another meter. The complaint was classified based on customer service representative (csr) documentation as the patient¿s contact details were not provided at the time of the call in order to obtain additional information. The reporter stated that the alleged inaccuracy started on (B)(6) 2017. At this time the patient obtained blood glucose results of ¿26mmol/l¿ with the subject meter and ¿10mmol/l¿ on another device within 30 minutes of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reportedly manages their diabetes with oral medication (1/2 of an unspecified pill twice per day) and reportedly increased the dosage of medication they took (1 unspecified pill twice per day) in response to the alleged product issue. An unspecified period of time later the patient developed the symptoms of ¿dizziness, nausea and loss of consciousness¿. It is not known what treatment the patient received as a result of these symptoms and the medical surveillance specialist was unable to follow up with the patient as no contact details were noted at the time of call. At the time of troubleshooting the csr noted the patient did not have control solution available to test on the subject meter. The unit of measure was set correctly on the subject meter and an approved sample site was used to obtain the alleged inaccurate results. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly obtained inaccurately high readings on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.